Event description:
A malfunction on the pump was reported, identified by the caller as malfunction 199 alongside error code 0-0x2864, which occurred following an update to the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).